Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (debris in channel) was confirmed. It was observed the suction channel was clogged with foreign material. The foreign material was removed from the suction channel; however, it could not be identified. The foreign material found in the suction channel was suspected to have accumulated and clogged during the previous procedure. Reportedly, the customer was able to reprocess the device correctly. In addition, service found the bending angle in up direction was out of specification due to wear of the angulation wire, the connecting tube protector was damaged, the distal end was worn, the adhesive on the objective lens was worn, the adhesive on the bending section cover was worn, the connecting tube was wrinkled, the scope cover was worn, and there was a leakage from the body control unit. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was debris in the channel of the subject device. The reported issue was observed while preparing the subject device, prior to an unspecified procedure. The intended procedure was completed using another device. There was no report of patient or user injury due to the event. This report is being submitted for the foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Event description:
Additional information was received from the user facility regarding the reported event: the intended procedure was diagnostic. There was no delay in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.